Event description:
In 2008, a trauma catheter from an arrow trauma kit was utilized for a pt. The md inadvertently left the dilator in the sheath after placement and IV fluids were connected directly to the dilator versus the sheath which was secure via suture to the pt and the pt was transferred to the sicu. At about 2 days later, the dilator disengaged from the sheath while fluids were infusing via the trauma catheter. The pt bled into the bed and required 3 units of prbc's to be transfused. The safety concern is that the end of the dilator is blue the same color as the end of the sheath which makes it easier to inadvertently leave it in place. It was also noted that both the end of the sheath and then end of the dilator have luer locks which allows the IV tubing to be connected directly to the dilator rather than the sheath itself without realizing the difference. A suggestion is that the dilator's color be changed to orange or another bright color in order to allow a practitioner to easily recognize that a dilator still needs to be removed. Dates of use: 2008. Diagnosis or reason for use: pt s/p trauma.